Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the procedure being done. What is the surgeon¿s experience with the device and with the procedure? What anatomical structure was the device being used on? At the time of the event, was the device being used transanally? What was the anatomical location of the endometriosis that was being excised? How was the device eventually removed from the rectal wall? What is meant by ¿the peak stayed jammed¿? Was the device able to be fired? If yes, did it deliver a staple line and cut line? What was the staple formation (b-formed, irregular, leg straight)? Was the cut line complete? When the "peak" stayed jammed in a closed position, was the device eventually able to be opened? If not, how was the device removed from tissue? When a piece of the rectal wall was torn off, was it because the device was removed from the tissue still in the closed position? How was the rectal wall repaired? Were there any patient consequences as a result of the event? If yes, please describe. What is the current patient status?

Event description:
It was reported that during an ablation of endometriosis, after the first reloading, the device jammed after having positioned on rectum and closed it. "The peak" stayed jammed in closed position. A piece of the rectal wall has been torn off. Use of another device without difficulty. There were no patient consequences reported.